Event description:
It was reported that the pump had pixel on display, needed a battery change, and, "fixpreis." There was no patient involvement. The device evaluation noted a damaged downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, and a damaged downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.